Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07571. It was reported that the right atrial and right ventricular leads exhibited oversensing of noise. Both leads were explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Additional information: d10, h2, h3, h6, h10. The reported event of sensing noise was confirmed. As received, a partial lead was returned in two pieces measuring 4.5 cm and 46.0 cm. Visual inspection found two external insulation abrasions breaching the outer insulation proximal to the suture sleeve tie mark at 33.8 cm to 34.3 cm, and 43.7 cm to 44.1 cm, consistent with friction to device can. The cause of sensing noise was due to the exposure of the outer coil at the abrasion zones. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.